Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 324 mg/dl. Customer experienced excessive thirst and urination. Customer was released and informed to contact his hcp. During troubleshooting, time and date are incorrect. Assisted with correcting. Programming is correct. Nothing further reported.